Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring and the cartridge had been in use for 5 days. Blood glucose level was 135mg/dl. The pump performed as intended during the system check. Tandem technical support educated the customer in using supplies per labeling.